Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was stuck at start-up. The fse inspected the system onsite and confirmed that system won¿t fully boot and stuck on all zero count down. Fse diagnosed faulty flexvision pc. The fse replaced the flexvision pc, along with the hdd and reloaded the software. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was stuck at start-up. It is unknown if the system was in clinical use. No harm has been reported to philips.